Manufacturer narrative:
Product not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2010. Subsequently, patient experienced a pulmonary embolism with a large perfusion defect in the lateral segment of the lower right lobe on (B)(6) 2010. Patient was discharged from the hospital on (B)(6) 2010, however 6 months of treatment with clexane and warfarin were required. No further information has been provided.